Event description:
It was reported that the patient's blood pressure dropped, and cardiac tamponade was suspected. Drainage was subsequently performed. An intellanav stablepoint open-irrigated catheter was selected for use. After left atrial mapping with an intellamap orion catheter and mitral ablation was carried out, it was observed that the patient's blood pressure suddenly dropped, and cardiac tamponade was suspected. Subsequently, drainage was performed, and the procedure was completed. The device was disposed and will not be returned for analysis.

Manufacturer narrative:
Block d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.